Event description:
Solicited communication. Patient reported her infusions are randomly starting to last longer. Per patient it used to take 43 minutes, and now taking 1 hour to 1 hour and 15 minutes. Patient stated that around this same time her freedom go pump was no longer clicking at the end of the infusion. Patient stated was looking for "bubbles" to know the infusion had been completed. Patient did state that she experienced an adverse event including swelling, itching and a painful burning sensation that lasted about 5 minutes when starting the infusions due to the possible faulty pump. No interruption to therapy or missed doses reported due to product issue. Troubling shooting was not completed. Pump is available for return. No additional information available. Pharmacy replacing device. Pump serial number: (B)(6) . Maintenance due date is unknown. Reported to (B)(6) by: patient/caregiver.